Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the nidus of the endoleak using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, when the hospital technologist attempted to advance a pod pc past the introducer sheath, the pod pc became stuck at the tip of the introducer sheath and would not advance further. Therefore, the pod pc was removed. The procedure was completed using new ruby coils. There was no report of an adverse effect to the patient.